Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
On (B)(6) 2013, the surgeon reported that the patient was admitted and hospitalized for infection. It was stated that the physician was deciding whether to treat or explant the current device. No other information was provided. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
The patient was seen by the physician on (B)(6) 2013 and the physician stated that the infection is healed and the patient would be scheduled for vns implant. No information was provided on when the original vns generator was explanted. Implant surgery is likely, but has not occurred to date. Review of manufacturing records confirmed the generator met all final testing specifications and sterilization standards prior to distribution.

Event description:
The patient underwent reimplant surgery.